Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. A 3.00mm x 30mm emerge balloon catheter was advanced for pre-dilatation. However, during the third inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was simply and completely removed from the patient. The procedure was completed with a different device. No patient complications were reported.